Event description:
User reported that loose bobbins, which prevented the pump from maintaining a locked position. There was no patient harm as the error was identified during set-up.

Manufacturer narrative:
Investigation confirmed reported issue, which was believed to be caused by incorrect installation of sub-assembly. Sub-assembly within the pump was replaced and the pump was confirmed to operate as expected.